Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. Test was repeated and was hpv52 positive. There was no report of patient impact.

Manufacturer narrative:
Investigation summary:the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. 443982) from kit lot 5205795 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of bd onclarity¿ hpv assay kit lot 5205795 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about discrepant results for hpv 52 in a patient sample, which was negative on the initial test and positive on the retest. This complaint was opened to assess the performance of kit lot 5205795, used for the retest which gave a hpv 52 positive result. No false result was obtained. Customer performed the retest since despite a negative result in the initial test, a CT value was observed for the hpv 52 target (hex channel, g3 master mix). Two run files from bd cor¿ gx instrument crg0003 were provided for investigation. Manual pcr curve adjudication of the hpv 52 target results revealed late and low, but true positive amplification curves in both initial and the repeat test, where only the repeat reached the CT thresholds to be called positive. Overall, based on the investigation, no issue with the retest sample was found, and kit lot 5205795 is not suspected of being involved in the issue. There is no indication of a reagent issue based on the analysis of the complaints received for control failure on bd onclarity¿ hpv assay kit lot 5205795. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. Test was repeated and was hpv52 positive. There was no report of patient impact.